Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device explanted and replaced due to eos. No adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The inspection of the device memory revealed that an elevated current was used for anti-bradycardia pacing. This indicates that high output was programmed that resulted in a faster discharge of the battery. The bench test of the ICD revealed that all therapy functions were available, especially the current used for anti-bradycardia pacing was normal. In conclusion, the device was fully functional. There was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion.